Event description:
It was reported that the pulse generator exhibited a telemetry anomaly during programming. On (B)(6) 2015, upon interrogation, the device exhibited a parameter error message. A device software download was performed and the device resumed normal function. The device remained implanted. The patient would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).